Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74-year-old male patient was admitted with acute myocardial infarction, cardiogenic shock. There was some question whether it was more of a mixed shock picture as the patient was febrile. The patient developed some ectopy and ventricular tachycardia while on support necessitating echo imaging to rule out position issue. There was some purulent drainage noted at the insertion site without issue. The family opted to withdraw care on 12/8/2025.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae/tachycardia/infection: the cause of the injury was not determined due to insufficient clinical details.